Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the kinking in the tubing where it connected to the junction of the meter bag and upon assessing the foley catheter there was a clear dependent loop present in that area which appeared to be causing the tubing to fall down and kink the tubing also dependent loops seemed to be the cause of this. There were dependent loops present and green sheeting clips not being used. The customer complained of flimsy tubing. The tubing was kinking up and causing pain the patient. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: proper techniques for urinary catheter maintenance: -maintain unobstructed urine flow and keep the catheter and collection tube free from kinking -position hanger on bed rail at the foot of the bed -use green sheeting clip to secure drainage tube to the sheet. Make sure tube is not kinked note: exercise care to keep bag off the floor. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the kinking in the tubing where it connected to the junction of the meter bag and upon assessing the foley catheter there was a clear dependent loop present in that area which appeared to be causing the tubing to fall down and kink the tubing also dependent loops seemed to be the cause of this. There were dependent loops present and green sheeting clips not being used. The customer complained of flimsy tubing. The tubing was kinking up and causing pain the patient. No medical intervention was reported.